Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
During a cardiomems sensor implant, the guidewire used perforated the distal pa. Device was implanted and is actively working. Patient was hospitalized to be observed and discharged with no consequences.